Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic upon removal of the delivery catheter system (dcs) the perclose closure device failed to capture the vessel wall and a second device closed it partially. Bleeding from the site was noted and manual pressure was applied. A third closure device was inserted and captured the vessel wall closing the arteriotomy. Bleeding slowed but an arteriogram revealed narrowing of the vessel at the access site. An expandable stent was inserted from the left groin to cover the damaged and stenosed artery. The angiogram showed patency of the right groin vessel without bleeding. The patient was in good condition. The dcs will be returned for analysis. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).